Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), anxiety ("mental anguish") and emotional disorder ("emotional anguish"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, bacterial vaginosis, depression, anxiety and emotional disorder outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, emotional disorder, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. A78081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included cosmetic body piercing, oligohydramnios, weight loss, chlamydial infection, c-section, hypokinesia and tobacco user. (B)(6) 2018-surgical pathology report: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: right and left fallopian tubes: no pathologic diagnosis. Uterus: cervix: no pathologic diagnosis. Endometrium : weak secretory phase myometrium: fibrous serosal adhesions. Concurrent conditions included bleeding genital, adenomyosis, perineal pain, headache, cramp in lower abdomen, pelvic adhesions and nicotine dependence. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis"), emotional disorder ("emotional anguish"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the dysmenorrhoea, bacterial vaginosis, depression, anxiety and emotional disorder outcome was unknown. The reporter considered anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, emotional disorder, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, depression, bacterial vaginosis. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: bladder disorder , urinary tract disorder were added. Outcome for pain and bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. A78081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included cosmetic body piercing, oligohydramnios, weight loss, chlamydial infection, c-section, hypokinesia and tobacco user. (B)(6) 2018-surgical pathology report: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: right and left fallopian tubes: no pathologic diagnosis. Uterus: cervix: no pathologic diagnosis. Endometrium : weak secretory phase myometrium: fibrous serosal adhesions. Concurrent conditions included bleeding genital, adenomyosis, perineal pain, headache, cramp in lower abdomen, pelvic adhesions and nicotine dependence. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis"), emotional disorder ("emotional anguish"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the dysmenorrhoea, bacterial vaginosis, depression, anxiety and emotional disorder outcome was unknown. The reporter considered anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, emotional disorder, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, depression, bacterial vaginosis. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. A78081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included cosmetic body piercing, oligohydramnios, weight loss, chlamydial infection, c-section, hypokinesia and tobacco user. (B)(6) 2018-surgical pathology report: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: right and left. Fallopian tubes: no pathologic diagnosis. Uterus: cervix: no pathologic diagnosis. Endometrium : weak secretory phase myometrium: fibrous serosal adhesions. Concurrent conditions included bleeding genital, adenomyosis, perineal pain, headache, cramp in lower abdomen, pelvic adhesions and nicotine dependence. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis") and emotional disorder ("emotional anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, bacterial vaginosis, depression, anxiety and emotional disorder outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, emotional disorder, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, depression, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. A78081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included cosmetic body piercing, oligohydramnios, weight loss, chlamydial infection, c-section, hypokinesia and tobacco user. (B)(6) 2018-surgical pathology report: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: right and left fallopian tubes: no pathologic diagnosis. Uterus: cervix: no pathologic diagnosis. Endometrium : weak secretory phase myometrium: fibrous serosal adhesions. Concurrent conditions included bleeding genital, adenomyosis, perineal pain, headache, cramp in lower abdomen, pelvic adhesions and nicotine dependence. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis") and emotional disorder ("emotional anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, bacterial vaginosis, depression, anxiety and emotional disorder outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, emotional disorder, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, depression, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received : lot no. Was added. New events, "vaginal haemorrhage, patient did not underwent essure confirmation test" were added. Outcome of events, "abnormal bleeding(vaginal haemorrhage and menorrhagia" were changed to ":recovered/resolved". Outcome of event, "pelvic pain" was changed to "recovering/resolving". Patient's information was updated. Patient's demographics were added. Concomitant medication was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), anxiety ("mental anguish") and emotional disorder ("emotional anguish"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, bacterial vaginosis, depression, anxiety and emotional disorder outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, dysmenorrhoea, emotional disorder, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure (batch no. A78081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included cosmetic body piercing, oligohydramnios, weight loss, chlamydial infection, c-section, hypokinesia and tobacco user. (B)(6) 2018-surgical pathology report: final diagnosis: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: right and left fallopian tubes: no pathologic diagnosis. Uterus: cervix: no pathologic diagnosis. Endometrium : weak secretory phase myometrium: fibrous serosal adhesions. Concurrent conditions included bleeding genital, adenomyosis, perineal pain, headache, cramp in lower abdomen, pelvic adhesions and nicotine dependence. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis"), emotional disorder ("emotional anguish"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the dysmenorrhoea, bacterial vaginosis, depression, anxiety and emotional disorder outcome was unknown. The reporter considered anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, emotional disorder, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, depression, bacterial vaginosis. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: bladder disorder , urinary tract disorder were added. Outcome for pain and bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.